Manufacturer narrative:
Model number: 72400098; lot number: 1000070235; model description: control pump fgs; model number: 72400024; lot number: 1000195420; model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) device did not work immediately after implantation. The aus device was implanted after radical prostatectomy by laparotomy. The implant procedure was performed based on the instructions and the ams800 component preparation and connection were also performed properly. After implantation, and before closing the incision, the aus was checked using functional testing. The control pump of the aus "was started to manipulated after implantation, and visual checking was performed from the perineal part side if the hydraulic fluid flow into the cuff. There was no much flow of hydraulic fluid, and even if urination was performed by pressing the bladder, the issue was still not resolved with the urine leaking." Since the cause of the device failure was not known all components of the aus device were removed. A new aus device was unpacked, the components were prepared, and the device was then implanted. "When functional testing was performed again, effects were observed more than the first device that was implanted." The incision was then closed and the procedure was completed. There were no adverse effects to the patient. It was further reported that during the procedure, after the physician noticed the issue the first aus was removed and the second aus was implanted. The patient's condition was fine after the procedure.

Event description:
It was reported that the artificial urinary sphincter (aus) device did not work immediately after implantation. The aus device was implanted after radical prostatectomy by laparotomy. The implant procedure was performed based on the instructions and the ams800 component preparation and connection were also performed properly. After implantation, and before closing the incision, the aus was checked using functional testing. The control pump of the aus "was started to manipulated after implantation, and visual checking was performed from the perineal part side if the hydraulic fluid flow into the cuff. There was no much flow of hydraulic fluid, and even if urination was performed by pressing the bladder, the issue was still not resolved with the urine leaking." Since the cause of the device failure was not known all components of the aus device were removed. A new aus device was unpacked, the components were prepared, and the device was then implanted. "When functional testing was performed again, effects were observed more than the first device that was implanted." The incision was then closed and the procedure was completed. There were no adverse effects to the patient. It was further reported that during the procedure, after the physician noticed the issue the first aus was removed and the second aus was implanted. The patient's condition was fine after the procedure.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of mechanical malfunction and failure to cycle were not confirmed via product analysis. Based on the results of this investigation, no escalation is necessary. Model number: 72400098. Lot number: 1000070235. Model description: control pump fgs. Model number: 72400024. Lot number: 1000195420. Model description: balloon fgs 61-70 cm.